Event description:
It was reported that the ventilators keypad was not functioning. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 07aug2019. Failure investigation was completed. The light emitting diode (led) circuit panel and three station solenoid were received for evaluation. Visual inspection the led circuit panel revealed evidence of damage due to contamination. Visual inspection of the three station solenoid did not reveal any signs of damage of contamination. The returned parts were installed into a test ventilator in attempt to duplicate the reported issue. The reported condition was duplicated. Further investigation revealed that the led circuit panel failed due to contamination which caused damage to the unit. No failures were identified with the three station solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.